Manufacturer narrative:
As per follow-up received on 26th november 2018, the issue of inaccurate values was determined to be related to the system-related monitor. Through trouble-shooting and exchange of the monitor while retaining the cables, the failure was isolated to a malfunction of the monitor while exempting the cables as a contributing factor to the customer's experience. There is no allegation of a patient injury or reportable product malfunction with respect to the om2 cable and new information removed the obligation for return and examination of the cable; therefore, the cable is not expected to be returned.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Vigilance ii monitor MDR #: 2015691-2018-03826.

Event description:
It was reported that during use of an optical module cable with a vigilance ii monitor, abnormal venous saturation values were obtained that were incompatible with the patient¿s presentation. No alarm was displayed. The venous saturation value was 15%; however, based on the patient¿s clinical condition, the value was expected to be greater than 60%. Another device was used to verify the abnormal value and a reading of 62% was obtained. The patient was not treated based on the incorrect value. Using the same cables, the monitor was changed and the issue was not solved. Patient demographics was requested but not provided. There was no allegation of patient injury.